Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleges insulin pump was under delivering. The customer was able to passed the displacement test but not able to passed the high pressure test. Customer stated that the insulin pump did not seem to be working properly. The customer experienced high blood glucose and treated with insulin pump. No harm requiring medical intervention was reported. The insulin pump will be and reservoir will not be returned for analysis.